Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as it should, presented inflating issues and the patient dexterity declined. A revision surgery was performed in which the pump and cylinders were explanted but the old reservoir was left inside the patient. A malleable prosthesis was implanted and no patient complications were reported.